Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a check up. Interrogation of the implantable cardiac monitor (icm) revealed intermittent sensing and undersensing resulting in false pause and bradycardia episodes. The icm was reprogrammed and the patient was stable.